Event description:
Uncomfortable - vagina [vulvovaginal discomfort]. Vagina uncomfortable - applicator [medical device site discomfort]. Applicator uncomfortable to put in [complication of device insertion]. Bits of cotton will come off tampon, post part sometimes detaches [device breakage]. Bits of tampon come off inside of me [foreign body in reproductive tract]. Case description: consumer reported via social media that applicator is not comfortable to put in and sometimes detaches with bits of cotton coming off. No serious injury reported.